Event description:
Initial result for a pt co2 was 60 mmol/l. When repeated, the result was 30 mmol/l. The incorrect result was not reported. The field service rep found the vacuum tubing was clogged and repaired the instrument by cleaning the vacuum tubing.